Manufacturer narrative:
(B)(4). Method: the two complaint chambers, lot101125, were returned to the manufacturer and visually inspected. Results: cracks were observed on both chambers: device 1 - a crack was observed along the base starting below one of the chamber ports. No stress marks were observed around the crack. Device 2 - a crack was observed at the baffle of the chamber dome. No stress marks were observed around the crack. A lot check revealed no other complaints of this nature for this lot number. Conclusion: we are unable to determine what may have caused the complaint chambers to crack. However, the hospital has further reported that the two complaint chambers were used with a sipap ventilator. It is known that during the use of a sipap machine the pressures produced in the chamber are sometimes in excess of 80cmh2o. This may affect the integrity of the chamber. Every mr290 chamber is pressure tested to 200cmh20 following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. This suggests that the cracks occurred post production. Fisher & paykel healthcare's user instructions that accompany the mr290 chamber specify to the user to "perform a pressure and leak test on the breathing system before connecting to a patient", to refrain from using the chamber if it has been dropped and "to set the appropriate ventilator alarms" in the event a leak occurs. (B)(4).

Event description:
A hospital in (B)(6) reported that there was a leak in two mr290 vented autofeed humidification chambers after 3 days of use. No patient consequence was reported